Event description:
Customer reported receiving imprecise readings on her freestyle freedom blood glucose meter. The customer reported obtaining the readings of 19 mg/dl, 202 mg/dl and 165 mg/dl. When plotted the readings against the average on a parkes error grid, the result fell in the "c" zone. The "c" zone result shows the difference in readings to be clinically significant. There was no third party medical intervention. There was no report of death, serious injury or mistreatment associated with this event. Note: meter is designed to report readings of 20 to 500 mg/dl. A reading of 19 mg/dl would display as "low".

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned.